Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. Customer reported an issue with the pump display . No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1712kl was requested and customer response was the device will be returned.

Event description:
Pt called back stating they spoke to their manufacturer representative, who said to call for a controller battery since it was not working. Today when they were recharging the ins it was not charging so they reset the controller it started working again but it took a couple hours to charge when it should not take that long. During call pt verified no damage to the controller charging port or to the rtm. Pt reset the controller and blew into the controller charging port. Pt noted they have called in more than once and received paperwork to the controller and recharger because the rtm antenna and the controller battery was getting warm when they recharge the ins; pt kept getting letters from the manufacturer about it too. The pt had to get a revision this (B)(6) because their leads had moved. Pt thought in (B)(6) 2024 was when they got an x-rays with the surgeon who handled the revision and noticed the leads moved.

Manufacturer narrative:
Confirmed partial display due to cracked lcd glass. Unable to perform self-test due to cracked lcd glass. Unit was cut open to perform visual inspection, and moisture damage noted to motor assemblies. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked belt clip rails, corroded battery tube, corroded motor home switch. The p-cap does lock properly. Confirmed partial display due to cracked lcd glass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.